Event description:
Information was received indicating that ambulatory infusion pump ac adapter was faulty and when it was used with a pump it caused the power board to blow. It was stated that the epidural catheter had to be removed as a result of the event. No adverse patient effects were reported.